Event description:
The ventilator did not last as long as the user expected on the internal battery after fully charged. The user claimed that, at the incident, timing of battery status alarms were not appropriate as warnings prior to shut down.